Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Helix functions within spec after cleaning. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the screw was not fully retracted (the tip of the screw was sticking out of the lead body) out of the box. The lead was not placed since it became stuck entering the ra. The screw mechanism had not been touched. The lead was not implanted. No patient complications have been reported as a result of this event.